Event description:
It was reported by the hospital that a plan had been calculated and a first fraction applied. During that fraction in-vivo dosimetry showed a discrepancy between measured and expected (calculated) dose. In the customer's words: "the patient was treated at the accelerator and by use of in vivo dosimetry measurements it was found that the calculated dose and the measured dose differed substantially at the isocentre." Afterwards, a second plan was calculated which was then applied for the remainder of the treatment. There was no discrepancy with the second plan, and the patient received the full prescribed dosage.

Manufacturer narrative:
This issue is not reproducible by the manufacturer or the customer. On october 25, 2007 the ongoing investigation into this issue has resulted in the determination that this is a device malfunction, and a dose error of -15% or less of the weekly prescribed dosage would be possible. The malfunction is considered unlikely to result in a serious injury or death of a patient in a typical clinical setting. However, varian's internal processes required that an MDR be submitted if the possibility that a dose error +/- 15% of the weekly prescribed dosage could occur. This issue has been submitted for design review, and may be resolved in a future release of the software. No additional supplements to this MDR are expected, unless new information indicates it is necessary.